Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2021. On the same day the sensor was inserted, the patient developed a reaction that consisted of a rash with redness, inflammation, swelling, watery drainage, and pustules at the sensor patch adhesive. He had itching sensations all over his body. After the event the patient consulted his physician and obtained two prescriptions. Oral hydroxyzine hcl 2.5 mg tablets (once a day), and topical hydrocortisone cream usp 2.5% (twice a day) were ordered. The patient stated the oral pills make him tired. No additional patient or event information is available..